Event description:
This lv lead was implanted on (B)(6) 2003 and was explanted on (B)(6) 2017 due to high pacing thresholds and loss of capture without asystole. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).